Manufacturer narrative:
Replaced the electronic module to fix the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, unit switched off automatically. There was no reported patient involvement,